Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip and unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, missing the reservoir tube o-ring and cracked case at the reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 120 mg/dl. Customer stated that the whole rim is busted it will not hold a reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.